Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscope analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during pre-dilatation in the calcified left anterior descending artery, a 3.0x8 rx trek balloon ruptured at 5 atmospheres during the first inflation. The device was exchanged for a non-abbott balloon catheter and pre-dilatation was performed, followed by successful deployment of a non-abbott stent. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.